Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision/insert exchange was performed due to the ¿knee was uncomfortable¿; however, the requested clinical documentation was not provided. Therefore, the root cause and patient impact beyond that which was reported could not be fully assessed. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/ information become available, the clinical/medical task may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient's knee was uncomfortable. A revision surgery took place to exchange a journey ii insert. It is unknown how the patient is doing after treatment.